Manufacturer narrative:
Investigation of return guidewire revealed core wire breakage, while coil of the guidewire was long elongated without separation to two up to tip end. Sem observation of the core wire revealed the trace of breakages due to excessive rotational force, lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. Based on the obtained information and the outcomes of the investigation of returned device, it is presumed that the tip of the guidewire might be trapped in the target lesion, where removal manipulation to the guidewire was made with continuous rotation, resulting the breakage of the core wire, and along with removal of the guidewire coil unraveled and elongated but without separation to two warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, for the procedure to 90% occlusive lesion at rca, other guidewire firstly used could not cross the lesion, then the subject guidewire was additionally advanced. Physician stabilized the two guidewires with a balloon catheter and performed retrograde angiography to be sure in the true lumen. The wires were not in true lumen. Removal of the guidewires was attempted but the subject guidewire didn't move. Another balloon catheter was advanced to fix the guidewire against a catheter, and the devices were removed out with no impact to patient.

Manufacturer narrative:
(B)(4).